Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6480 pump was having issues reading pressure. No fluid would flow through the tubing. They used lavage to try to start the flow. The result was the knee became swollen. When removing the scope fluid ejected with force from the port. The patients upper thigh filled with fluid. Additional information was requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.